Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture seen during explant surgery. Device has been explanted.

Event description:
Healthcare professional reported right side rupture seen during explant surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, white particles on the shell, two openings on radius, crease fold, and wear abrasion. A microscopic analysis was performed which identified: two crease sharp openings on radius and stress marks. Based on the device analysis the final assessment is: - two crease sharp openings on radius assessed as fold flaw opening.